Manufacturer narrative:
On 18 october 2022, the distributor reported the additional information: a pump evaluation was performed, and the issue could not be duplicated.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will c submitted.